Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and poor sensing. The lead was repositioned and good threshold and sensing values were obtained. The patient was in stable condition post procedure.